Event description:
When an ir60mg reload was fired via an i60 stapler in a laparoscopic vertical gastroplasty procedure, it was noted that some of the staples had deployed, but hey were not formed. The procedure was converted to a gastric sleeve, and was completed by means of another stapler.

Manufacturer narrative:
The ir60mg reload as well as the concomitant device (i60) were both returned for testing. Visual inspection of the reload indicated that it had been properly fired; there was no evidence of damage. Another reload was inserted into the i60, and that reload was fired, producing properly formed staples. The cause of the alleged malfunction could not be determined. Visual inspection: i60: the handle assembly is free of chips or nicks. The battery door opens easily and when closed remains closed. The firing socket when displaced returns by spring force. The reload contacts have a smooth surface and bright finish. Ir60mg: reload was fired in the case. The shuttle, pusher, staples and cartridge were not damaged. Reload pushers showed normal staple formation. See scanned pages.